Event description:
A report was received that the patient was having discomfort. It was reported that the ipg migrated. The patient underwent a pocket revision and patient was doing well postoperatively.

Manufacturer narrative:
Populated with the di number.